Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the lead could not be fixed in the patient. There was high threshold and diaphragmatic muscle stimulation was noticed on distal. The lead was attempted and not used. Another lead was used. No further patient complications have been reported as a result of this event.